Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced new and worsening symptoms of increased low back pain, constant severe pain/ pressure in leg muscles, unrelenting muscle spasms, bilateral "charlie horses in legs/feet." These symptoms were far more intense and frequent than the onset of the injury in 2000. The symptoms gradually began to worsen in 2013 and became more debilitating. It was stated that in 2014, the symptoms were attributed to the catheter sheering off, preventing the medication from reaching the intended location (in brain). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the catheter fractured; therefore, the patient had a revision on the pump in (B)(6) 2014. The patient¿s healthcare provider (hcp) reportedly confirmed the catheter was broken in (B)(6) 2014, and that it ¿took a while for her doctor to diagnose that the catheter was broken¿. When the patient¿s pump was first implanted, they had a lot of success with therapy for approximately one year. In (B)(6) 2012, the patient started having more pain and the pump was not managing the pain. The patient was put back on oral pain medications, which they were on until (B)(6) 2013. The patient tried to stop taking the oral medication and then started to notice other symptoms. The reporter was not sure if the catheter broke in 2012. The patient started to have issues and worsening pain in (B)(6) 2013 of having constant muscle spasms and a pressure sensation in both of their legs/lower extremities. They had charley horses in their calves, legs and feet. The patient had sciatica pain in both of their legs, and noted they used to have only occasional sciatica pain in their right side. The patient started to complain to their hcp from (B)(6) 2013 to (B)(6) 2014, that their issues were getting worse and they could barely walk. The patient asked for diagnostic testing on the pump/catheter; thus, fluoroscopy was performed in the office and the hcp saw that the catheter was broken. During the revision, the hcp reportedly could not take out the broken portion of catheter, stating that it was too complicated to retrieve. The pump system was being used to infuse fentanyl, bupivacaine, and dilaudid (hydromorphone), and per the reporter, it was always increased/decreased and then increased again for the first 72 months. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial number: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).